Event description:
The complaint involved a pt who underwent knee revision surgery. Both the revision and the original surgeries involved implantation of omnilife devices. The revision surgery was performed due to loosening of the original implant.

Manufacturer narrative:
Review of the mfg documentation for the devices revealed no deviation from process or non-conformity of product that would have caused the adverse event. Review of the sterility records indicates no deviation to sterilization or sterility results that could contribute to infection. There was no reports of defect or failure to meet identity, quality, durability, reliability, safety, effectiveness, or performance of the device.